Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 23mm sapien 3 ultra valve in a pre-existing non-edwards valve in the aortic position by transfemoral approach. The maximum diameter measured was just under 23mm and the minimum was around 21mm. After the implantation, the valve partially migrated into the lvot. It was decided to implant a second 26mm s3u. The procedure was successful with no complications to the patient. As per medical opinion, the root cause of the event was valve under sizing.

Manufacturer narrative:
Per the instructions for use IFU, valve migration requiring intervention is a known potentialadverse event associated with transcatheter valve replacement thv. According to the literaturereview, valve migration results when forces acting on the transcatheter heart valve thvovercome the strength of attachment of the valve to the annulus. Stent valves are subjected toantegrade ejection forces during systole. Lessthansevere and nonuniformly distributedcalcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansioncan contribute to valve migration. Additionally, residual overhanging leaflets can exertdownwards force during diastole, causing migration of the thv towards the ventricle.the edwards thv patient screening manual advises the operator on preprocedure assessmentof the native valve and root, taking into consideration the degree and distribution of native leafletcalcification. The procedural didactic instructs the operator on proper positioning anddeployment of the valve, including all procedural and anatomical considerations. Physicians areextensively trained by edwards before they are qualified to use the transcatheter heart valve thv. Training includes patient screening, device preparation, approach, deployment, imaging,procedurespecific training manuals, and proctored procedures. The correct sizing, alignment,and positioning of the device are emphasized as key factors to the placement and fixation of thedevice.in this case, there was no allegation or indication a product malfunction contributed to thisadverse event. Investigation results suggest procedural factors valve under sizing caused orcontributed to this event. A review of edwards lifesciences risk management documentationwas performed for this case. The reported event is an anticipated risk of the transcatheter heartvalve procedure, additional assessment of this adverse event is not required at this time.the IFU and training manuals have been reviewed and noinadequacies have been identified with regards to warnings, contraindications, and thedirections conditions for the successful use of the device. Complaint histories for all reportedevents are reviewed against trending control limits monthly, and any excursions above thecontrol limits are assessed and documented as part of this monthly review. As such, neither aproduct risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information: as reported by an edwards lifesciences affiliate in italy, regarding an implant of a 23mm sapien 3 ultra valve in a pre existing non edwards valve in the aortic position by transfemoral approach. The maximum diameter measured was just under 23mm and the minimum was around 21mm. After the implantation, the valve partially migrated into the lvot resulting in severe persistent trans-prosthetic regurgitation. It was decided to implant a second 26mm sapien 3 ultra valve. The procedure was successful with no complications to the patient. As per medical opinion, the root cause of the event was valve under sizing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: b1, b2, b5, g3, g6, h2, h6 device codes have been updated. Investigation is underway.